Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump was returned to animas for evaluation. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts and corrosion was found on the keypad trace. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient reported that the keypad buttons became intermittently unresponsive on (B)(6) 2011. She stated that on (B)(6) 2011, she rebooted the pump to clear a call-service alarm, and the buttons were completely unresponsive after rebooting. The patient stated that she wears the pump in a case, and does not clean the pump.